Manufacturer narrative:
(B)(4). Date sent: 06/25/2021. D4: batch # 187a05. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ntlc55 device was returned not sterile, with no apparent damage and with a box along with the device. Further analysis showed that the artwork on the box belongs to a ntlc55 device and the device belongs to a ntlc75. Also, three sr55 reloads were received unfired. Additional investigation of the returned lot number on the box indicated that a ntlc75 device was packaged as a ntlc55, based on the batch number of the returned device. This defect has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. This is an analysis for a photos and video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: video and pictures provided show an outer box package for a linear cutter 55mm, the device is removed from the box and the tyvek artwork is for a 55 mm device, however a linear cutter 75mm device was packed inside the sterile package. Based on the photos and videos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was received: was there any change in the procedure? If yes, please explain could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? They weren¿t able to use the device because they have not the reload sr75. There were not patient consequences. No one.

Event description:
It was reported that the packaging labelled as ntlc55 contains the product ntlc75.